Event description:
It was reported that during implant there was placement difficulty of the right ventricular (rv) lead . The level of tricuspid regurgitation flow was high and the lead "kept coming back". The lead was removed and was replaced with a stiffer polyurethane lead. It was further reported that during implant of the left ventricular (lv) lead, the guidewire was unable to go past the tip of the lead. Additional information reported the guidewire had not been placed in water prior to use. After placing the guidewire in water, it was easier to move but still was unable to go past the tip of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.